Event description:
The physician performed an arteriotomy closure with a perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the procedure and the site was confirmed to be in the right common femoral artery (cfa). After use of the device, it was noted that the arteriotomy was "oozing." The physician requested that the lab technician hold manual compression for "a few minutes." The oozing stopped and the pt was taken to the cath lab holding area. Reportedly, "about fifteen (15) to thirty (30) minutes later, a six (6) x seventeen (17) centimeter hematoma developed at the site." The hematoma was successfully treated by applying a femostop device to the site and discontinuing the antiplatelet, reopro. At last report, the pt was "doing fine" and the incident did not prolong the pt's hospitalization.